Event description:
It was reported that the user announced most meals as ¿less than¿ per healthcare provider guidance, after which blood glucose trended high overnight up to 400 mg/dL; the user was concerned the iLet was not working, though the system stabilized glucose the following morning, and the event was associated with meal announcement practices rather than a device malfunction, with the user interface implicated in how meals were announced. Symptoms included hyperglycemia, headache, and nausea. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, a usage problem related to improper or incorrect procedure for meal announcements, and involvement of the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.